Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2012, the patient began dianeal pd2 ultrabag therapy (2.5%, dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, the patient began dianeal pd2 ultrabag therapy (1.5%, dose and frequency not reported) and extraneal viaflex therapy (dose and frequency not reported), intraperitoneally for peritoneal dialysis. Dianeal therapy was ongoing. It was not reported whether extraneal therapy was ongoing. On an unreported date, the patient made a mistake and a break in aseptic technique occurred. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The patient was treated with reflin (1.5 gm, every other day, ip) and fortum (1.5 gm, every other day, ip). The cause of the peritonitis was the break in aseptic technique. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). A sample was not requested as this peritonitis event involved use error and there was no allegation of a product malfunction. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Retraining on aseptic technique was provided to the patient from (B)(4) 2012 by a clinical coordinator. This complaint for a report of use error, which resulted in peritonitis was confirmed because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause was undetermined.